Manufacturer narrative:
Further information from the reporter event, product, or patient details has been requested. No additional information is available at this time. The event of multiple nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the nasolabial folds and cheek. Two days later, the patient had additional injections with juvederm voluma with lidocaine in the temple and chin along with juvederm ultra plus xc in the lips. About 2 months later, the patient developed "multiple nodules" over the "nasolabial folds and peri-oral regions." The nodules "subsided one month later" but the patient developed "other nodules over periorbital and pre sulcus" as well as the infra-orbitals and oral commissures. The patient has been treated with prednisolone, doxymycin and "ibu." The "nodules on the nasolabial folds disappeared completely" while the "infra-orbital and pre jowl sulcus" are improving. This is the same event and the same patient reported under MDR ID #3005113652-2015-00410 ((B)(4)) and MDR ID #3005113652-2015-00423 ((B)(4)). This MDR is being submitted for the second suspect product, the second injection with juvederm voluma with lidocaine, also a device manufactured by (B)(4).

Event description:
Additional information: symptoms have resolved.